Event description:
On 23 october 2024, senseonics was made aware of an incident where sensor broke into three pieces during the removal proceure.all the broken pieces of the sensor were successfully removed. A return material authorization (RMA) was issued for the return of the device for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
According to the case information, the sensor broke during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove all the pieces of broken sensor. An RMA was created for the return of the sensor pieces for investigation. However, at the time of closure of this complaint the sensor was not received. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4.date of this report 06 december 2024 g3.date received by the manufacturer? 06 december 2024 h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.